Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-04715. It was reported the patient experienced pain located at the ipg site and the patient had high impedances on the lead. As such, the system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.